Event description:
Information was received that a smiths medical pneupac parapac ventilator had "high vpn". No adverse effects were reported.

Manufacturer narrative:
Device evaluation- the returned device was tested; the device was found to function as specified. No device problems were confirmed.